Event description:
It is reported that about eight weeks after implantation of the shoulder prosthesis, the glenosphere component was dislocated from the baseplate component while the pt was pulling himself from bed. A revision surgery was required to replace the glenosphere component. The implant date is within (B)(6) 2010, no further clarification provided to date by clinical site. The explant date is believe (B)(6) 2010, confirmation is not yet rec'd. The event reported occurred in the (B)(6) with a tornier device which is also (B)(6) distributed. Ref: (B)(4).

Manufacturer narrative:
The returned component has been examined and tested and found to be compliant to specifications. No further conclusions can be drawn at this time. Add'l clinical info has been requested.